Manufacturer narrative:
Additional testing and a possible lead extraction were scheduled however did not take place as planned. The testing and possible extraction will be rescheduled. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. A gradual increase in measurements was noted. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A commanded shock was delivered which yielded an acceptable shock impedance measurements. No additional adverse patient effects were reported.